Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states the chair will be fully charged batteries and on her way from her bathroom to the kitchen it will stop and almost throws her out of the chair, she noticed the wrench is flashing she believes 6 times. Consumer states she is in the chair and cannot read the serial number but the chair is a pronto m41. Consumer states the chair stopped and the chair went crooked and she smashed into the railing on her left stump leaving a bump, no medical attention.